Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was bent. The probable cause for the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to bend the prong of the power cord. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device ac power cord ground prong was bent. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no known adverse patient events, delays in critical therapies, or necessity for medical intervention while the pump was in clinical use. No additional info was provided.